Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was in the 400-500 mg/dl range and was lowered with insulin injections. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.